Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Product not yet received.

Event description:
It was reported that the tsv 4.7mm zimmer implant fractured at tooth location 36. The doctor has yet to decide if the implant will be removed. At this time, the doctor is on vacation and a follow up report will be submitted pending additional information.